Event description:
Philips received a complaint by the customer on the v60 indicating that multiple error codes related to a 35 volt (v) failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that multiple error codes, "3.3 v supply failed", "5 v supply failed", "35 v supply failed",, had occurred. The customer stated that they had replaced the power management (pm) printed circuit board assembly (pcba) and were still receiving the errors. The remote service engineer (rse) then informed the customer that the manufacturer recommends a replacement of the data acquisition (da) printed circuit board assembly (pcba) and motor controller (mc) printed circuit board assembly (pcba). The customer requested the part numbers of the da pcba and mc pcba. The rse provided the customer with the part numbers of the da pcba and mc pcba to order and replace. Resolution and disposition are pending.

Manufacturer narrative:
H10: the customer replaced the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.